Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient contacted stryker for recall inquiry. Patient has bilateral knee replacements. The right knee was implanted in 2014. Patient wants a recall inquiry done and the patient stated the right knee feels like something is not right.

Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-320; lot# v4tj. Tri ts baseplate size 3; cat# 5521-b-300; lot# jilva. Triathlon ps fem component, cemented; cat# 5515-f-402; lot# jwgxd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The listed devices were not part of a recall. An event regarding an unclear issue involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as left primary total knee operative report and dated x-rays and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated

Event description:
Patient contacted stryker for recall inquiry. Patient has bilateral knee replacements. The right knee was implanted in 2014. Patient wants a recall inquiry done and the patient stated the right knee feels like something is not right.